Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5168262.

Event description:
Voluntary medwatch received reported: patient wore tandem t: slim insulin pump with dexcom cgm in control iq. Based on my best guess of what happened - sensor severely underestimated bg but gave consistent readings. Patient began getting sick. His family reports they followed his bg on his sensor. Sensor showed normal bg but admitted to ER with bg over 1200 mg/dl. Appears because pump was adjusting insulin based on incorrect sensor data, patient received significantly less than his typical insulin doses, went into dka (diabetic ketoacidosis.). Patient treated at hospital. Instructed him to call pump manufacturer and return the pump and get a new pump.